Event description:
It was reported that this pacemaker recorded a code 1003, indicating a voltage alert. A request was made to have data from this device analyzed. Data analysis identified that voltage alert was triggered due to potential high impedance within the battery condition. Device replacement was recommended. No adverse patient effects were reported, and this device remains in service.

Manufacturer narrative:
Correction to section e, initial reporter. Field e1, initial reporter email.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating a voltage alert. A request was made to have data from this device analyzed. Data analysis identified that voltage alert was triggered due to potential high impedance within the battery condition. Device replacement was recommended. No adverse patient effects reported, and this device remains in service.

Manufacturer narrative:
Correction to section e, initial reporter. Field e1, initial reporter email. Additional information was received; the device was explanted.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating a voltage alert. A request was made to have data from this device analyzed. Data analysis identified that voltage alert was triggered due to potential high impedance within the battery condition. Device replacement was recommended. No adverse patient effects reported, and this device remains in service. Additional information was received indicating that this pacemaker was explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned.